Event description:
A medtronic representative reported that while doing the preventative maintenance check-out on the navigation system, the software exited from the navigation screen when verifying the 90-degree suction, requiring the resin head to be re-registered. After a re-boot, the navigation system returned to normal function. The medtronic representative was unable to replicate the reported behavior. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Reported behavior could not be replicated.